Event description:
A customer reported to beckman coulter inc. (Bci) that erroneously elevated rheumatoid factor (rf) results had been generated by immage 800 immunochemistry system. Immage rheumatoid factor reagent lot m101865 was used for the assays. Rf results greater than 20 iu/ml are considered positive. It is assumed that the results between 20 and 30 iu/ml are falsely positive. Rf results over 30 are not being questioned. The customer indicated there had been too many rf results just above 20 iu/ml and too few below 20 iu/ml. The erroneous results were reported out of the laboratory. There was no change to patient treatment. Immage immunochemistry system, refurbished: catalogue number - a95121, serial number - unknown, nephelometer, for clinical use, 510(k) number - k962294.

Manufacturer narrative:
No sample information was provided, and no sample issues were noted. No information about controls, other chemistries or system errors was provided. Root cause is not known but this appears to be a reagent issue.